Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without any prior low battery alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that insulin pump not working. Customer states this is not the second occurrence of off no power without a low battery warning. The insulin pump will not turn on after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to liquid-crystal display board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and displacement test or verify off no power alarm due to blank display.